Event description:
The user facility reported that the balloon would not be deflated when attempting withdrawal of the endoscope from the pt. There was no pt injury reported, and the pt was reportedly doing fine after the procedure.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. A new cleaning brush was introduced on the balloon channel. As the brush was advanced, a greenish-colored fluid was noted to leak from the distal end of the balloon channel, and particles of unidentified material was observed following removal of the brush. The air/water cylinder was also observed to have residue. The suction capacity of the endoscope was checked and found to be within standard. Based upon the findings of this investigation, it appears that the reported difficulty experienced by the user was due to insufficient reprocessing of the balloon channel. In addition to the above, the unit was also noted to have a foggy video image, and shadows on the ultrasound image. There were chips and cuts noted on the ultrasound probe, which adversely impacted the ultrasound image, causing shadows. There were deep scratches noted on the insertion tube at 18, 22, 55, 87, 93, 98 and 111 cm marks. Also, an open glue was noted on the insertion tube, which was attributed to physical damage. The endoscope was serviced and returned to the facility. This report is being submitted as an MDR in an abundance of caution.